Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a veterinary fracture repair surgery on a canine, it was observed that the pins on the quick coupling device were getting stuck and scored while the small battery drive device had poor response on its bottom trigger. The devices were being used together at the time of the event. As a result, there was a two minute delay in order to obtain spare devices and the surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the bottom trigger was damaged (stuck), bottom trigger spring was broken, seals and bearings were worn, and wire insulation on electronic control unit was damaged. The assignable root cause was determined to be due to worn components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.